Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown "duovent" set leaked. The leak occurred during priming when the nurse "spiked" the leucovorin, the nurse's glove appeared wet. Upon inspection the nurse noted the leak "from where the tubing connects to the (drip) chamber". The set and medication were replaced. There was no patient involvement. No additional information is available.